Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.¿ our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that intima-ii 22gax1.00in prn slm extension tube ruptured and leaked during use. The following information was provided by the initial reporter: the tube was ruptured during intravenously pumped iohexanol contrast media during the patient's enhanced CT examination. (B)(6) 2020 received an update from the sales representative. The description of the incident is updated as follows: this product is a 22g straight jingma. After 3.0ml/s high pressure injection of contrast agent, the extension tube ruptured and the contrast agent leaked, causing no harm to the patient. Re-puncture after extubation. The product in question has no photos and has been discarded.